Event description:
It was reported to vyaire medical that the avea ventilator has a defective gde (gas delivery engine) prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective part/unit for evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer was advised that the unit was from 2005 with a gde of pn16222 which is no longer available. The only option would be to obtain the upgrade kit pn 24878-001. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device will not be returned.